Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder nos. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced skin exfoliation ("my skin just flaking off"), tooth fracture ("chippet tooth"), tooth loss ("lost 5 teeth/ teeth just crumbling"), abdominal distension ("bloating") and pain ("pain"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal, tooth fracture and tooth loss outcome was unknown. The reporter provided no causality assessment for abdominal distension and pain with essure. The reporter considered medical device removal, skin exfoliation, tooth fracture and tooth loss to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed blocked tubes. Concerning the injuries reported in this case, the following one was described in patient¿s social media: medical device removal, my skin just flaking off. Quality-safety evaluation of ptc: unable to confirm most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event 'pain and bloating' were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced skin exfoliation ("my skin just flaking off"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal and skin exfoliation to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: medical device removal, my skin just flaking off. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Reporter information updated. Events: my skin just flaking off was newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced skin exfoliation ("my skin just flaking off"), tooth fracture ("chipped tooth") and tooth loss ("lost 5 teeth/ teeth just crumbling"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed. At the time of the report, the medical device removal, tooth fracture and tooth loss outcome was unknown. The reporter considered medical device removal, skin exfoliation, tooth fracture and tooth loss to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: medical device removal, my skin just flaking off. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from plaintiff fact sheet received. Events tooth fracture & tooth loss were added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: medical device removal.